Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the device was not properly detecting the loss of battery energy and could not be relied upon. Device replacement was recommended within seven days. This device remains in service. No additional adverse patient effects were reported.